Event description:
It was reported that this cardiac resynchronization therapy pacemaker was found to be in safety mode during a routine check. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device is in quarantine at the hospital.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was found to be in safety mode during a routine check. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device is in quarantine at the hospital and has not been return for analysis. Additional information was provided that the device was mistakenly discarded by the hospital.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.